Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged from the dissector during a procedure and fell into the patient cavity. The piece was retrieved from the cavity. There was no patient injury. The surgeon installed another dissector onto the system and successfully completed the procedure. Additional questions have been asked. To date, no further information has been made available to covidien.